Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a (B)(6) year old female patient who had essure (ess205) (batch no. 622366-not valid, 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida, parity 4, termination of pregnancy - elective (two elective terminations.), inflammation (chronic) and blood pressure high. Concurrent conditions included pre-eclampsia and seborrheic dermatitis. Concomitant products included ibuprofen since october 2006, ketoconazole and paracetamol (tylenol) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish/ psych injury"), depression ("psychological or psychiatric problems: depression"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In may 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), rash ("skin rash") and back pain ("lower back pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, alopecia, anxiety, depression, migraine, nausea, weight increased, fatigue, rash, urinary tract infection and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006 and (B)(6) 2006. Current weight: (B)(6). Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff states that she has plans to undergo essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: alopecia. Lot number: 621681 manufacture date: 2006-10, expiration date: 2008-09. Lot number 622366 is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: pfs received. New event skin rash, uti, lower back pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.